Event description:
It was reported that the pump was electively replaced because the elective replacement indicator was less than one month. The pump was prophylactically replaced to avoid in-vivo battery depletion. It was noted that the patient had been stable, and there was no patient injury. The patient status after device removal was reported as recovered without sequela from operating room. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4). Analysis of the pump found battery high resistance.